Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a non-bsc guidewire crossed the lesion, a 7.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, on the first inflation at six atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was removed from the patient and was exchanged with a non-bsc balloon catheter. The patient's blood flow was recovered after stenting and the procedure was completed. No patient complications were reported and the patient's status was good.